Manufacturer narrative:
A visual inspection of the returned device revealed that the push catheter was bent slightly and there was an indention in the guide catheter. The indention was 12.2 centimeters from the distal tip of the guide catheter. A functional inspection revealed that the 0.035 inch guidewire that was returned with the device could be backloaded through the guide catheter and out the ramp window without issue. A second functional inspection revealed that the guide catheter could be retracted and extended without issue. The cause of the damage is undetermined, however the most likely cause is handling damage. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2008 that a rapid exchange biliary stent was used during an unknown procedure performed the same day (male patient; age and weight are unknown). According to the complainant, the inner catheter of the delivery system was kinked when the product was opened. The guidewire could not be loaded through the inner catheter, and another device had to be used instead. There were no patient complications reported as a result of this event.